Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service center was able to verify the customer's reported issue. Model lap top ventilator was delivering lower fraction of inspired oxygen (fio2) than what was being set. The service technician replaced the oxygen blender and issue was resolved. The oxygen blender has not returned to carefusion for further evaluation.

Event description:
The customer reported model lap top ventilator is delivering lower oxygen than what is being set. When the oxygen was set to 60%, it was delivering 53%. The customer reported that there was no patient involvement.